Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was reported defective on june 12, 2020. According to the complainant, it was reported that the sealed was peeled - off. No patient and procedure was involved.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) center. The initial reporter's address is (B)(6). Block h6: problem code 1444 captures the reportable event of packaging seal compromised. Block h10: investigation results a rotatable snare was received for analysis. Visual inspection of the returned device revealed that the closure strip was present and still intact, however, it was identified that the label on the box was ripped in the corner. No other issues were noted. Based on the event description, it was reported that "'the seal was peeled-off." However, no other issues were noted with the visual test of the unit received with regards to the seal, therefore, the "packaging seal compromised" was unable to be confirm. Moreover, the label of the box was found damaged, however, an external form was provided by quality operations that it was possible to conclude that the label and box passed all requirements properly according to inspections performed over the packaging process. The inspections and acceptance activities in place on the manufacturing line would have detected this failure. Additionally, the boxes were inspected per procedure which confirms that the label met all the required specifications. Therefore, a manufacturing issue was discarded for this event. Based on the information available and the analysis performed, the most probable root cause classification is cause not established. A risk review of the "rotatable snares" was completed using the snare family global design fmea, bsc, bv and confirmed that the event of "packaging-seal-compromised" and "label damage" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. No further review is required. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was reported defective on (B)(6) 2020. According to the complainant, it was reported that the sealed was peeled - off. No patient and procedure was involved.